Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hand arthroscopy there was a metal splinter abrasion. The metal shavings remain in the patient. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-7300ds serial/batch number (B)(6) was received for investigation. No functional test was performed for this device due to the damage to the tip. Visual evaluation found that the outer and inner tube has scratches lines around the inside and outside diameter of the tip. Measurement of the tip dimension per drawing ri-7285-01, ø .088 +.001/-.000 confirm the component is within drawing specifications. Measurement of tip inside diameter per drawing r0-7285-01 found that the tube passes the pin gauge inspection. Per dfu-0215; section f. Precautions: excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. This event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.